Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the height of the graft taken did not correspond to the height of cut setting on the dermatome. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6), 2018, it was reported that the height of the graft taken did not correspond to the height of cut setting on the dermatome. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicrea on (B)(6), 2018 revealed that the device was in bad condition. The ball bearings, o-ring, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet soring, throttle hinge, throttle hinge gasket, screw, poppet, motor, motor sleeve, control bar, reciprocating arm, aluminum lever, ball plunger, thickness control shaft, head and adjustment cam were all damaged. Repair of the air dermatome was not performed by medicrea since the customer denied the repair quote and the device was sent back to the account unrepaired. The reported event was confirmed since during initial inspection the thickness control shaft was noted to be damaged. The root cause of the height of the graft being incorrect cannot be specifically determined with the provided information since it is unknown how the device would have ended up in such bad condition. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.